Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the heat shrink was separated from the dn to rear te cable's pulse wire, causing a short to the dn pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the separated heat shrink was unable to be positively identified. The root cause for the strained cable was excessive force. It is unknown at this time if the device malfuntion caused or contributed to the patient's death. Engineering and clinical evaluations are currently underway. A follow-up report will be sent upon the completion of the engineering and clinical investigations.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Prior to passing, the patient's physician reported that the patient was in a treatable ventricular tachycardia rhythm and was not treated by the lifevest. The patient's physician reported that the patient was externally defibrillated due to the lifevest not treating the patient. The patient was taken to the hospital via ambulance. It was reported that the patient suffered brain damage after the event. The patient passed away 2 days later in the hospital. The clinical analysis was unable to determine if the patient was in a treatable rhythm at any point due to motion artifact obscuring the underlying rhythm. The patient was last seen in atrial fibrillation at 110 bpm at 5:54:48 am before the motion artifact began obscuring the rhythm. It is unknown at this time if the patient's was ever in a treatable rhythm.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a monitor malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the heat shrink was separated from the dn to rear te cable's pulse wire, causing a short to the dn pca. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the separated heat shrink was unable to be positively identified. The root cause for the strained cable was excessive force.

Event description:
Per the engineering analysis, the monitor did not detect a treatable rhythm. Excessive amounts of motion artifact were recorded,obscuring the patient's underlying rhythm. The patient's heart rate rarely went above the rate threshold of 150 bpm. When the patient's rate did go above the treatment threshold, the rate was only sustained for about one second which is not long enough to for the detection algorithm to declare a treatable rhythm. There is no indication that a device malfunction caused or contributed to the patient's death as the patient's rate was not sustained above the treatment threshold long enough for a treatment to be delivered. Us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Prior to passing, the patient's physician reported that the patient was in a treatable ventricular tachycardia rhythm and was not treated by the lifevest. The patient's physician reported that the patient was externally defibrillated due to the lifevest not treating the patient. The patient was taken to the hospital via ambulance. It was reported that the patient suffered brain damage after the event. The patient passed away 2 days later in the hospital. The clinical analysis was unable to determine if the patient was in a treatable rhythm at any point due to motion artifact obscuring the underlying rhythm. The patient was last seen in atrial fibrillation at 110 bpm at 5:54:48 am before the motion artifact began obscuring the rhythm. It is unknown at this time if the patient's was ever in a treatable rhythm.